Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cpsa c9 device was inserted into the right femoral artery in a 73-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. While the patient was in the intensive care unit (ICU), there was limb ischemia. It was reported that the patient had advanced peripheral artery disease (pad). Lactate increasing from 4 to 8. After 12 hours on support, the device was removed with an escalation of therapy to an impella 5.5. While on support, the impella functioned at p-9 at 3.5l/min with d5w sodium bicarbonate in the purge solution. Limb ischemia can be attributed to the large-bore cannulas in addition to the patient's existing peripheral artery disease.